Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device had a broken shell, creases, and black particles. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: broken sharp opening. Based on the device analysis the final assessment is: -a sharp edge broken opening on the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.